Manufacturer narrative:
E2, e3- information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, a flickering image occurred because communication failure occurred due to faulty cable. As to the cause of the faulty cable, it was determined that the cable was disconnected due to a kink on the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: "never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the hd autoclavable camera head had a fuzzy image. There was no patient harm associated with this event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Device evaluation found bad flickering image due to kink on the cable. Additional findings include the following: failed water leak test from the cable. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.